Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed due to a leak in the system. The reservoir was drained and retained. A new inflatable penile prosthesis consisting of cylinders and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.